Event description:
A medtronic representative received a report from a site neuro coordinator stating that a surgeon alleged an inaccuracy with their navigation system occurring while in a spine procedure. No specific measurements, or further details regarding the procedure, or the reported issue, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. On (B)(6) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. All equipment is functioning properly. On (B)(4) 2015 - a medtronic representative, followed-up at the site, system was functioning properly and the reported issue could not be replicated.